Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. When replacing the computer it had 2.2 already installed on the system. Loaded 2.3 and then tools 7 and an error message stating tools 7 is unavailable as 2.2 is loaded reverting to tools 5. However, when kris went into the software it stated 2.3 software with no balloons. Had him uninstall tools, 2.2 and 2.3 and then reinstall 2.3 and tools 7. The issue persisted. Sending a new computer. Two computers were sent back for analysis. At the time of filing one computer had analysis complete. Analysis concluded that no failure were found with the part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. The navigation system would intermittently power down. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
The second computer was returned and analysis was complete. The computer passed testing and booted normally. No failure was found. If information is provided in the future, a supplemental report will be issued.